Event description:
It was reported that during a ptca procedure, the physician experienced deflation and removal difficulties. The patient experienced transient ischemic attack. Patient status is listed as "okay".